Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 180 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. It was also reported that a cartridge alarm occurred during the load sequence. Reportedly, customer reloaded the cartridge to resolve the issue. Lastly, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 176-296 mg/dl.